Event description:
Significant history for htn, new onset bilateral lower extremity parapesis. Developed free-floating dvt. Placement of filter recurrent pulmonary embolus the next day. Duplex confirming ivc thrombosis: six days later placement of greenfield suprarenal filter. This is fourth ivc thrombosis out of 200 trapease filters.